Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4 & h4: device details were not provided. Section g4: the optipapf junior flexitube is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k250651.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative, that during an interface change, a nurse pulled on the tube of optipapf junior flexitube aggressively causing it to break. There was no reported patient consequence.